Event description:
It was reported that during tka procedure navio bone screw driver broke while removing the pins. No delay and no patient impact was reported. Procedure completed with back-up driver and device broke outside patient; therefore, nothing was left in patient.

Manufacturer narrative:
The device used for treatment was returned. The exterior condition shows minor wear (scratches). Nothing was identified visually that contributed to the reported problem. A functional evaluation could not be performed due to broken/damaged parts. The driver has separated from the main body. A review of manufacturing records found no related non-conformances or anomalies associated with this product during production. Therefore the device/product met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the pin driver and failure mode(s) identified similar events. The most likely cause of this event is mechanical component failure and breakdown/defect of the weld. Navio user manual 500197 rev b indicates "using the bone pin driver and a surgical drill: 5. Drill the first bone pin through the tissue protector, perpendicular to the surface of the bone, taking care to only engage, and not perforate, the opposing cortex." Drilling perpendicular is recommended when using the pin driver. No further containment or corrective actions are recommended at this time.

Manufacturer narrative:
Results of investigation have been corrected as follows: the device used for treatment was returned. The exterior condition shows minor wear (scratches). Nothing was identified visually that contributed to the reported problem. Functional evaluation could not be performed due to broken/damaged parts. The driver has separated from the main body. A review of manufacturing records found no related non-conformances or anomalies associated with this product during production. Therefore the device/product met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the pin driver and failure mode(s) "damaged or broken component" identified similar events. The most likely cause of this event is mechanical component failure and breakdown/defect of the weld. This issue is being further investigated under corrective action.